Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the pacemaker exhibited loss of pacing. The pacemaker was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
Correction: section d6a - date of implant and d6b - date of explant supposed to be blank.

Manufacturer narrative:
The reported event of no lv output was not confirmed. The device was returned for analysis. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of output signal found normal pacing parameters. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.